Event description:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('abnormal uterine bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine enlargement. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and iron deficiency anaemia ("chronic blood loss anemia") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (laparoscopie assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed. At the time of the report, the genital haemorrhage, uterine leiomyoma and iron deficiency anaemia outcome was unknown. The reporter provided no causality assessment for genital haemorrhage with essure. The reporter considered iron deficiency anaemia and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine enlargement. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and iron deficiency anaemia ("chronic blood loss anemia") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (laparoscopie assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed. At the time of the report, the uterine haemorrhage, uterine leiomyoma and iron deficiency anaemia outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered iron deficiency anaemia and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.